Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission, 08/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: during investigation, a visual inspection of the pump showed a battery compartment crack at the battery compartment threads. There was visible corrosion and rust observed inside the battery compartment. A leak test was performed and confirmed a leak at the battery compartment crack. The pump was opened and no evidence of moisture was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.